Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes after the patient received a transcatheter aortic valve implantation (tavi). The lead was surgically abandoned and was replaced. No additional adverse events were reported.